Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) does not compress was confirmed during functional testing and several user advisory - (ua) 02 (compression tracking error) were observed in the device's archive on the event date confirm that the autopulse platform stopped compressions. The investigation findings revealed that the root cause was due to brake gap not within the specification in which is likely attributed to normal wear and tear. The returned autopulse platform was manufactured in december 2014 and it has reached its service life of 5 years. Unrelated to the reported complaint, a damaged load plate cover was observed on the returned autopulse platform. This type of physical damaged was likely due to mishandling. The load plate cover was replaced. Also, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to sticky clutch plate. This type of encoder drive shaft issue can occur due to normal wear and tear. Deburring was performed to remedy the sticky clutch plate. During archive data review, multiple ua02 were observed on the reported event date, thus confirming that the autopulse platform stopped compressions. During the initial functional testing, the returned autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery and repeatedly interrupts the compression. The brake gap was adjusted to the manufacturing specification to remedy this compression issue. After service completion, autopulse platform was re-subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Also, the drive train motor brake gap inspection was performed and verified within the specification of 0.008" ±0.001". The returned autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4)) does not compress. Crew reverted to manual CPR. No known impact or consequence to patient was provided.